Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic meniscal repair surgery a peek implant returned back during fixing the knot. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo and video, which displays the anchor pulling out. However, without return of the device for physical evaluation, the cause remains undetermined. The most likely cause is user error. No change in harm was identified.